Manufacturer narrative:
Product was returned and an evaluation of the treatment tip was completed. The tip passed flow and thermistor testing, however failed both leak and visual inspections. During visual inspection, burnt traces, damage and dielectric breakdown were observed on the membrane surface. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the rf trace. Investigation found rf trace damage on tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A medical review of this case determined this event was not a serious injury. It was reported the patient will not experience any scarring or permanent damage from this event.

Event description:
A clinic reported to a distributor that a patient experienced a non-serious burn after undergoing a thermage treatment on the face. During the treatment, an explosion noise was noted from the tip and the treatment was stopped. The highest energy level used was 3.5. The tip was inspected prior to the treatment and no unusual observations were made. During the procedure, the tip was not inspected.